Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. Further review noted that previously, there was also noise that was being oversensed, so the pacemaker was reprogrammed in response to that. No pacing inhibition was observed. At this time, the products remain in service and the patient is being monitored. The rv lead is a competitor's product. No adverse patient effects were reported.